Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. (B)(4).

Event description:
It was reported that the customer began vomiting and was transported by ambulance to the emergency room. Subsequently, the customer was admitted to the hospital's intensive care unit due to blood glucose (bg) level of 415mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin. Customer was discharged on (B)(6) 2020 with no permanent damage. Reportedly, an occlusion alarm had occurred. Despite changing the pump supplies, the alleged occlusion reoccurred. Additionally, the customer was unable to monitor bg level as the pump was not receiving readings from the non-tandem continuous glucose monitoring system. Reportedly the customer reverted to manual injections for insulin therapy.